Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter read inaccurately low in comparison to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist (mss) reviewed the initial complaint call. It is unclear when the meter issue started, the patient reported obtaining alleged inaccurate low blood glucose results of ¿123, 150 and over 200 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with a combination of medication, that includes administering 18 units of novolog twice per day, and 8 units of novolog prior to meals, and denies making any changes to her usual diabetes regimen in response to the alleged issue. The patient alleged that she had developed symptoms of ¿flushed, disorientated, sweaty and blurry vision¿. On an unknown date, in response to the symptoms, the patient had an appointment with the doctor. On (B)(6) 2017, following the appointment, the doctor contacted the patient to report that her blood glucose result had returned and was ¿over 900 mg/dl¿. His advice was that she should attend the emergency room immediately. She arrived at the emergency room, on (B)(6) 2017, at 0930, once again a blood glucose test showed a reading of ¿over 900 mg/dl¿. The patient reported that she was treated with intravenous insulin, then once stabilized with insulin injections. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, the test strips had not expired, been open longer than the discard date and had been stored correctly (per owner¿s booklet recommendation). The csr noted the patient did not have control solution to test the subject meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.